Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not starting. Upon troubleshooting actions, the rse recommended that the customer reset the system, including the circuit breaker, and restart the system. The customer complied by resetting both the system and the circuit breaker, subsequently performed a system restart. After repairs, the system was returned to use in good working order.